Event description:
It was reported that a user contacted support for assistance pairing a dexcom g7 cgm to an ilet bionic pancreas after the cgm had been disconnected for an extended period, which stopped automated dosing; the cgm was successfully paired to the pump and glucose readings resumed, with a reported blood glucose of 265 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and resumption of automated dosing after cgm reconnection. Investigation included customer interview, troubleshooting, and user education on cgm pairing and the impact of cgm disconnection on dosing. Investigation of this case revealed user confusion regarding cgm pairing and system behavior when cgm is disconnected, with no device malfunction confirmed. It was concluded that the event was related to use error and device behavior consistent with design when cgm data are unavailable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.